Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the laser cut filter cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the laser cut filter. In addition, our technician confirmed that the shield pipe fluid damage, the ccd drive pcb fluid damage, the ccd signal wire corroded, the light guide cable leak, the remote control buttons cut, the distal body worn out, and the operation channel (primary) resistance; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure